Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation - evaluation a review of the instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Instructions for use(IFU) included with the device states that, the retracta detachable embolization coil is intended for arterial and venous embolization in the peripheral vasculature. Warnings: positioning of embolization coils should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible. A minimal but sufficient arterial blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstructing a normal and essential arterial channel. As a result of the investigation and available information the root cause is likely to be related the condition of the patient, which contributed to this incident. The patient was presented with chronic renal disease, and as the coils were found not to have malfunctioned, it cannot be confirmed that the device caused the adverse events. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - attachment: [2015_source journal article_original text.pdf, 2015_source document journal article_translation.pdf]

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Suspect medical device: specific product information unavailable. Concomitant medical products: blake 30f drain. Readyvac 12f drain. Pigtail 12f drain. Unspecified 5fr stent. Occupation: unknown. PMA/510(k) #: k151676. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The below description of complications following an embolization procedure was taken from the following article: gabriela teixeira, joana martins, rui machado, et al. "Massive splenic infarction and abscess after endovascular repair of splenic artery aneurysms." Angiol cir vasc 11.4 (2015): 219-224. It was stated in the article that a (B)(6) male with a history of high blood pressure and chronic renal disease was admitted for endovascular repair of a 25 mm splenic aneurysm. An attempt to insert a stent failed due to inability to anchor the guide wire in the efferent artery. Embolization with unspecified retracta coils was then performed for the aneurysm sac (8 x 100 mm) and related artery (3 x 7 x 50 mm). Post procedure angiography confirmed the aneurysm sac had been excluded. Three days later, the patient contracted hyperthermia. Antibiotics were administered and a CT scan showed embolization of the artery 4 cm upstream from the aneurysm, with splenic artery thrombosis downstream from the aneurysm. Symptoms of splenic infarction were present. Treatment with more antibiotics and fluids continued for 7 days with no positive tests for infection, then the patient was discharged. There is no indication of embolization coil malfunction that contributed to the patient condition. Three months after surgery, the patient was readmitted for "dispnoea" and fever with a high white blood cell count. A CT scan identified a large splenic abscess, which was drained via percutaneous route. Antibiotics were administered in line with the bacteria found. The drain was removed 49 days after admission and then reinserted due to poor patient reaction. Splenectomy and surgical drainage for the abscess was performed on day 62. Antibiotics were changed following an analysis of the pus. A pancreatic fistula had been detected as a post-op complication and parenteral feeding was initiated. Two weeks later, a CT scan showed a larger splenic abscess, globosity of the pancreatic tail, and thrombosed "aenurysm" of the splenic artery. Another attempt to drain the abscess with catheters was unsuccessful. Two months of hospitalization followed with acute sepsis requiring intensive care for heart, renal, and respiratory failure. Clinical and analytical stability, and with imaging evidence of a decreased abscess, was eventually achieved. Endoscopic, retrograde cholangiopancreatography was then performed during which a 5fr stent was placed in the wirsung duct. Subsequently, the external drainage port was closed and antibiotics treatment discontinued. The patient was observed for 5 more days and released after 142 days of hospitalization, being deemed analytically stable and in good clinical condition. No change in general health was seen during follow ups the following month.